Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that no problem was posed for the patient's condition. Investigation of the returned catheter found no overall damage such as bend. When air was injected into the catheter with a 10ml syringe, there was an air leak at the protector. As the protector was removed and investigated, a crack on the shaft proximal to the junction of the connector with the shaft. Lot history revealed no anomaly related to the reported event. In-process air leak test is given to 100% of the products, and the entire quantity of the subject lot passed the test. No other similar product experience report was received regarding the lot. Based on the obtained information on the case and investigation on the damage of the returned product, it is assumed that excessive bending force was applied to the junction of the catheter shaft with the hub connector at such occasions as when the catheter was removed from its package, which may have caused a crack in the adhesive bond. As the crack further split the soft catheter shaft, the shaft seemed to have turned leaky. Although there was no indication of product deficiency, this is considered a health hazard because the event caused the patient to undergo another procedure. IFU states: [malfunctions and adverse effects] damage (kink, bend, separation, damage to the hydrophilic coating).

Event description:
Reportedly, at a cas procedure, the asahi catheter was flushed before use, when a leak from the connector was recognized. The procedure was discontinued and suspended.